Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for a prior investigation and was discarded. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. Visual inspection confirmed that the returned handpiece had a bent drill guide support. Functional inspection was performed with a handpiece characterization. Initially it was done without a drill and long attachment which resulted in a t1 max torque value of 16. Then it was performed with the drill and long attachment and resulted in a value of 46. Therefore, the bent drill guide support was causing the high torque values and failed homing attempts. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.

Event description:
It was reported that, during a tka surgery, the handpiece did not home properly. The handpiece test was tried twice, and the resulting torques were 56 and 60. The handpiece was swapped out so the case could be resumed. Surgery was not significantly delayed. The patient was not harmed. The results of investigation indicate that the drill guide is bent, which is a reportable malfunction.